Event description:
It was reported that bd insyte-n autoguard winged catheter shredded. The following information was provided by the initial reporter: productcomplaint - insyte autoguard needles the plastic sheath (vialon) was discovered to be broken and looking rusting when they tried to insert the needle on a baby. No adverse event or injury. 5 jan 2024 additional information received: this report is somewhat in error. I only reported that the catheter looked broken after attempting to use it. We did not see any rust on either catheter. We did attempt to use both catheters and noticed resistance not usually felt upon initial insertion, so stopped inserting them immediately. Once removed from baby, this is when we noticed the catheter was broken. My nnp and nurse both used the word ¿shredded¿ to describe it.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.